Manufacturer narrative:
Concomitant products: dtba1d1 device, implanted: (B)(6) 2013; 4196-88 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead showed high pacing impedance and a chronically high pacing threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.